Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on the valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ brown particles observed in the fill channel.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.